Event description:
In 2008, the patient reported that she had experienced a loss of therapeutic effect for approx the past two weeks and had noticed swelling near her catheter site. The pt was encouraged to contact her health care professional (hcp). Follow-up with the hcp provided that the pt was diagnosed with a pseudomeningocele. The lumbar incision was revised on approx one and a half months earlier. There was apparent leakage of cerebral spinal fluid around the catheter into the subcutaneous tissues; this appeared to be slowing improving. The pt symptom was reported to be edema; the loss of therapeutic effect had never been reported to the hcp. The pt outcome was reported as "non-serious injury/illness". The pump was used to deliver lioresal 500 mcg/ml at 140 mcg/day.

Manufacturer narrative:
Catheter.